Event description:
It was reported that the fiber broke during photoselective vaporization of the prostate procedure after 40 minutes of utilization. The procedure was completed utilizing another fiber. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber did not identify signs of breaks/fractures at the tip or along the fiber body. The fiber was returned without the fiber label. The glass cap exhibits severe devitrification. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The bevel edge appears in good condition. The connector segments and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. The control knob is attached and aligned with fiber and can rotate the fiber. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Due to the observed cap wear failure, an evaluation conclusion code of no problem found was assigned to this investigation. Analysis of the returned fiber did not identify signs breaks/fractures at the tip or along the fiber body. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the fiber broke during photoselective vaporization of the prostate procedure after 40 minutes of utilization. The procedure was completed utilizing another fiber. There were no clinical consequences to the patient.